Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received from the field notes that one week post implant, intermittent atrial undersensing was observed on a surface ECG. Bipolar atrial capture appeared steady at 2.75 v, 0.7 ms. Even though the physician repositioned the lead five times during the implant procedure, he was not able to get good atrial sensing. P-waves were small at implant and at the follow-up. The patient was not pacemaker dependent.